Event description:
It was reported that during a urological stone removal procedure, the basket would not close. The target stone was in the "urinary duct". A basket zero tip knot 2.4x4x120 had been advanced to retrieve the target stone. Although the handle was activated to close the basket, the basket didn't close enough to hold the stone. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".